Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and pelvic adhesions ("adhesion") in a 46-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (lmp was (B)(6) 2010). Concurrent conditions included endometrial polyp, urinary incontinence, stress incontinence, female, nodule, cervicitis, adenomyosis, tubo-ovarian adhesion and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin) since 2010, ascorbic acid (vitamin c) since 2015, calcium since 2010, cholecalciferol (vitamin d3) since 2015, dexamethasone from 2014 to 2015, estradiol from 2015 to 2016, furosemide from 2007 to 2015, levothyroxine sodium (synthroid) since 1993, lisinopril since 2014, magnesium oxide since 2015 and multiple vitamins since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pain ("hormonal changes"). In 2010, the patient experienced cystitis ("bladder infection"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), dysuria ("urinary problems "), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and complication associated with device ("device complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (laparoscopic exploratory). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, pain, bladder disorder, cystitis, urinary tract disorder, dysuria, fatigue, dyspareunia, allergy to metals, complication associated with device and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement in right and left tube, the patient tolerated the procedure well. There was no perforation of the coils through the tubes that are sitting past the proximal ends of the cut tubes diagnostic results: (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram showed unilateral occlusion (left tube occluded hysterosalpingogram: essure devices appear satisfactorily positioned satisfactorily closure of the left fallopian tube the uterine cavity appears grossly normal. (B)(6) 2010: hysterosalpingogram: status post essure placement. Right fallopian tube remains patent. (B)(6) 2010: hysterosalpingogram: biliteral essure fallopian tube devices are seen. Because of the aforementioned non-filling of the uterus, no filling of the fallopian tubes was visualized. (B)(6) 2015 final report- anatomic pathology diagnosis- a. Uterus, hysterectomy cervix: mild chronic cervicitis endometrium: scant benign basalis endometrium identified, no atypical hyperplasia or malignancy identified myometrium: adenomyosis serosa: no histopathologic diagnosis right and left fallopian tubes, bilateral salpingectomy: tubo-ovarian adhesions, left, benign paratubal cysts, right right and left ovaries. Bilateral oophorectomy: atrophic compatible with age! Bilateral, fibrous adhesions. Right b. Pelvic floor nodule, excision: hyalinized and calcified nodule with mild chronic inflammation. History: preoperative diagnosis: pelvic pain. Stress urinary incontinence. Gross description: "uterus, cervix. Both tubes and ovaries" is a uterus and cervix with attached bilateral adnexa. The corpus and cervix weigh 39 grams and measure 6.0 x 3.7 x 3.0 cm. The ectocervix is 2.5 x 2.0 cm, tan-purple and smooth with a 0.3 cm circular os. The endocervical canal has a length of 1.5 cm. The endocervical mucosa is tan-white with finely corrugated folds. The endometrial cavity is 2.8 x 0.7 cm. The endometrium is tan-pink with an average thickness of 0.1 cm throughout. The myometrium is tan pink and rubbery with an average thickness of 1.0 cm throughout. However, there are coiled, silver metal wires identified within both cornus. The left fallopian tube has a length of 2 cm and diameter of 0.4 cm, is tan-pink and fimbriated. Sectioning displays a pinpoint lumen. The left ovary is 2.6 x 1.2 x 0.9 cm. The right fallopian tube has a length of 1.2 cm and diameter of 0 .4 cm. The right ovary is 2.5 x 1.0 x 0 .8 cm, tan-yellow and cerebriform with focal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:events date and new event urinary track infection were updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding menorrhagia') and vaginal hemorrhage ('abnormal bleeding vaginal') in a 46-year-old female patient who had essure (batch no. 664591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ right fallopian tube remains patent." The patient's medical history included multigravida and parity 3 (lmp was (B)(6) 2010). Concurrent conditions included endometrial polyp, urinary incontinence, stress incontinence, female, nodule, cervicitis, adenomyosis, tubo-ovarian adhesion and paratubal cyst. Concomitant products included acetylsalicylic acid since 2010, ascorbic acid since 2015, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins) since 2015, calcium since 2010, cholecalciferol (vitamin d3) since 2015, dexamethasone from 2014 to 2015, estradiol from 2015 to 2016, furosemide from 2007 to 2015, levothyroxine sodium (synthroid) since 1993, lisinopril since 2014 and magnesium oxide since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. In 2010, the patient experienced pain ("hormonal changes"). In 2010, the patient experienced cystitis ("bladder infection"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("adhesion"), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), dysuria ("urinary problems "), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and complication associated with device ("device complications") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and laparoscopic exploratory). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, vaginal hemorrhage, oophorectomy, pain, bladder disorder, cystitis, urinary tract disorder, dysuria, fatigue, dyspareunia, allergy to metals, complication associated with device and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, oophorectomy, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection and vaginal hemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement in right and left tube, the patient tolerated the procedure well. There was no perforation of the coils through the tubes that are sitting past the proximal ends of the cut tubes. Diagnostic results: (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram showed unilateral occlusion (left tube occluded hysterosalpingogram: essure devices appear satisfactorily positioned satisfactorily closure of the left fallopian tube the uterine cavity appears grossly normal. (B)(6) 2010: hysterosalpingogram: status post essure placement. Right fallopian tube remains patent. (B)(6) 2010 : hysterosalpingogram: bilateral essure fallopian tube devices are seen. Because of the aforementioned non-filling of the uterus, no filling of the fallopian tubes was visualized. (B)(6) 2015 final report - anatomic pathology diagnosis - a. Uterus, hysterectomy cervix: mild chronic cervicitis. Endometrium: scant benign basalis endometrium identified, no atypical hyperplasia or malignancy identified. Myometrium: adenomyosis. Serosa: no histopathologic diagnosis. Right and left fallopian tubes, bilateral salpingectomy: tubo-ovarian adhesions, left, benign paratubal cysts, right and left ovaries. Bilateral oophorectomy: atrophic compatible with age! Bilateral, fibrous adhesions. Right b. Pelvic floor nodule, excision: hyalinized and calcified nodule with mild chronic inflammation. History: preoperative diagnosis: pelvic pain. Stress urinary incontinence. Gross description: "uterus, cervix. Both tubes and ovaries" is a uterus and cervix with attached bilateral adnexa. The corpus and cervix weigh 39 grams and measure 6.0 x 3.7 x 3.0 cm. The ectocervix is 2.5 x 2.0 cm, tan-purple and smooth with a 0.3 cm circular os. The endocervical canal has a length of 1.5 cm. The endocervical mucosa is tan-white with finely corrugated folds. The endometrial cavity is 2.8 x 0.7 cm. The endometrium is tan-pink with an average thickness of 0.1 cm throughout. The myometrium is tan pink and rubbery with an average thickness of 1.0 cm throughout. However, there are coiled, silver metal wires identified within both cornus. The left fallopian tube has a length of 2 cm and diameter of 0.4 cm, is tan-pink and fimbriated. Sectioning displays a pinpoint lumen. The left ovary is 2.6 x 1.2 x 0.9 cm. The right fallopian tube has a length of 1.2 cm and diameter of 0 .4 cm. The right ovary is 2.5 x 1.0 x 0 .8 cm, tan-yellow and cerebriform with focal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding menorrhagia'), vaginal haemorrhage ('abnormal bleeding vaginal') and pelvic adhesions ('adhesion') in a 46-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3 (lmp was (B)(6) 2010). Concurrent conditions included endometrial polyp, urinary incontinence, stress incontinence, female, nodule, cervicitis, adenomyosis, tubo-ovarian adhesion and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin) since 2010, ascorbic acid since 2015, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins) since 2015, calcium since 2010, colecalciferol (vitamin d3) since 2015, dexamethasone from 2014 to 2015, estradiol from 2015 to 2016, furosemide from 2007 to 2015, levothyroxine sodium (synthroid) since 1993, lisinopril since 2014 and magnesium oxide since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. In 2010, the patient experienced pain ("hormonal changes"). In 2010, the patient experienced cystitis ("bladder infection"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), dysuria ("urinary problems "), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and complication associated with device ("device complications") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and laparoscopic exploratory). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, pain, bladder disorder, cystitis, urinary tract disorder, dysuria, fatigue, dyspareunia, allergy to metals, complication associated with device, urinary tract infection and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, oophorectomy, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement in right and left tube, the patient. Tolerated the procedure well. There was no perforation of the coils through the tubes that are sitting past the proximal ends of the cut tubes. Diagnostic results: (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram showed unilateral occlusion (left tube occluded hysterosalpingogram: essure devices appear satisfactorily positioned satisfactorily closure of the left fallopian tube the uterine cavity appears grossly normal. (B)(6) 2010: hysterosalpingogram: status post essure placement. Right fallopian tube remains patent. (B)(6) 2010 : hysterosalpingogram: bilteral essure fallopian tube devices are seen. Because of the aforementioned non-filling of the uterus, no filling of the fallopian tubes was visualized. (B)(6) 2015 final report- anatomic pathology diagnosis- a. Uterus, hysterectomy cervix: mild chronic cervicitis endometrium: scant benign basalis endometrium identified, no atypical hyperplasia or malignancy identified myometrium: adenomyosis serosa: no histopathologic diagnosis right and left fallopian tubes, bilateral salpingectomy: tubo-ovarian adhesions, left, benign paratubal cysts, right right and left ovaries. Bilateral oophorectomy: atrophic compatible with age! Bilateral, fibrous adhesions. Right b. Pelvic floor nodule, excision: hyalinlzed and calcified nodule with mild chronic inflammation. History: preoperative diagnosis: pelvic pain. Stress urinary incontinence. Gross description: "uterus, cervix. Both tubes and ovaries" is a uterus and cervix with attached bilateral adnexa. The corpus and cervix weigh 39 grams and measure 6.0 x 3.7 x 3.0 cm. The ectocervix is 2.5 x 2.0 cm, tan-purple and smooth with a 0.3 cm circular os. The endocervical canal has a length of 1.5 cm. The endocervical mucosa is tan-white with finely corrugated folds. The endometrial cavity is 2.8 x 0.7 cm. The endometrium is tan-pink with an average thickness of 0.1 cm throughout. The myometrium is tan pink and rubbery with an average thickness of 1.0 cm throughout. However, there are coiled, silver metal wires identified within both cornus. The left fallopian tube has a length of 2 cm and diameter of 0.4 cm, is tan-pink and fimbriated. Sectioning displays a pinpoint lumen. The left ovary is 2.6 x 1.2 x 0.9 cm. The right fallopian tube has a length of 1.2 cm and diameter of 0 .4 cm. The right ovary is 2.5 x 1.0 x 0 .8 cm, tan-yellow and cerebriform with focal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event oophorectomy was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding menorrhagia'), vaginal haemorrhage ('abnormal bleeding vaginal'), pelvic adhesions ('adhesion') and oophorectomy ('oophorectomy') in a 46-year-old female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ right fallopian tube remains patent." The patient's medical history included multigravida and parity 3 (lmp was (B)(6) 2010). Concurrent conditions included endometrial polyp, urinary incontinence, stress incontinence, female, nodule, cervicitis, adenomyosis, tubo-ovarian adhesion and paratubal cyst. Concomitant products included acetylsalicylic acid since 2010, ascorbic acid since 2015, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins) since 2015, calcium since 2010, cholecalciferol (vitamin d3) since 2015, dexamethasone from 2014 to 2015, estradiol from 2015 to 2016, furosemide from 2007 to 2015, levothyroxine sodium (synthroid) since 1993, lisinopril since 2014 and magnesium oxide since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. In 2010, the patient experienced pain ("hormonal changes"). In 2010, the patient experienced cystitis ("bladder infection"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), dysuria ("urinary problems "), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and complication associated with device ("device complications") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and laparoscopic exploratory). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, oophorectomy, pain, bladder disorder, cystitis, urinary tract disorder, dysuria, fatigue, dyspareunia, allergy to metals, complication associated with device and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, oophorectomy, pain, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement in right and left tube, the patient tolerated the procedure well. There was no perforation of the coils through the tubes that are sitting past the proximal ends of the cut tubes diagnostic results: (B)(6) 2010 and (B)(6) 2010, hysterosalpingogram showed unilateral occlusion (left tube occluded hysterosalpingogram: essure devices appear satisfactorily positioned satisfactorily closure of the left fallopian tube the uterine cavity appears grossly normal. (B)(6) 2010: hysterosalpingogram: status post essure placement. Right fallopian tube remains patent. (B)(6) 2010: hysterosalpingogram: bilateral essure fallopian tube devices are seen. Because of the aforementioned non-filling of the uterus, no filling of the fallopian tubes was visualized. (B)(6) 2015 final report- anatomic pathology diagnosis- a. Uterus, hysterectomy cervix: mild chronic cervicitis. Endometrium: scant benign basalis endometrium identified, no atypical hyperplasia or malignancy identified. Myometrium: adenomyosis. Serosa: no histopathologic diagnosis. Right and left fallopian tubes, bilateral salpingectomy: tubo-ovarian adhesions, left, benign paratubal cysts, right. Right and left ovaries. Bilateral oophorectomy: atrophic compatible with age! Bilateral, fibrous adhesions. Right. B. Pelvic floor nodule, excision: hyalinized and calcified nodule with mild chronic inflammation. History: preoperative diagnosis: pelvic pain. Stress urinary incontinence. Gross description: "uterus, cervix. Both tubes and ovaries" is a uterus and cervix with attached bilateral adnexa. The corpus and cervix weigh 39 grams and measure 6.0 x 3.7 x 3.0 cm. The ectocervix is 2.5 x 2.0 cm, tan-purple and smooth with a 0.3 cm circular os. The endocervical canal has a length of 1.5 cm. The endocervical mucosa is tan-white with finely corrugated folds. The endometrial cavity is 2.8 x 0.7 cm. The endometrium is tan-pink with an average thickness of 0.1 cm throughout. The myometrium is tan pink and rubbery with an average thickness of 1.0 cm throughout. However, there are coiled, silver metal wires identified within both cornus. The left fallopian tube has a length of 2 cm and diameter of 0.4 cm, is tan-pink and fimbriated. Sectioning displays a pinpoint lumen. The left ovary is 2.6 x 1.2 x 0.9 cm. The right fallopian tube has a length of 1.2 cm and diameter of 0 .4 cm. The right ovary is 2.5 x 1.0 x 0 .8 cm, tan-yellow and cerebriform with focal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: new event device ineffective was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and pelvic adhesions ("adhesion") in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin) since 2010, ascorbic acid (vitamin c) since 2015, calcium since 2010, colecalciferol (vitamin d3) since 2015, dexamethasone from 2014 to 2015, estradiol from 2015 to 2016, furosemide from 2007 to 2015, levothyroxine sodium (synthroid) since 1993, lisinopril since 2014, magnesium oxide since 2015 and multiple vitamins since 2015. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problem or changes"), cystitis ("bladder infection"), urinary tract disorder ("bladder or urinary problem or changes"), dysuria ("urinary problems "), urinary tract infection ("urinary infection"), fatigue ("fatigue"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy") and complication associated with device ("device complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (laparoscopic exploratory). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, hormone level abnormal, bladder disorder, cystitis, urinary tract disorder, dysuria, urinary tract infection, fatigue, dyspareunia, allergy to metals and complication associated with device outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6)2010 and (B)(6)2010 , hysterosalpingogram showed unilateral occlusion (left tube occluded most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, bladder infection, urinary infection, hormonal changes, bladder problems, urinary problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue and tubal adhesions. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and pelvic adhesions ("adhesion") in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (lmp was 25jan2010). Concurrent conditions included endometrial polyp, urinary incontinence, stress incontinence, female, nodule, cervicitis, adenomyosis, tubo-ovarian adhesion and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin) since 2010, ascorbic acid (vitamin c) since 2015, calcium since 2010, colecalciferol (vitamin d3) since 2015, dexamethasone from 2014 to 2015, estradiol from 2015 to 2016, furosemide from 2007 to 2015, levothyroxine sodium (synthroid) since 1993, lisinopril since 2014, magnesium oxide since 2015 and multiple vitamins since 2015. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problem or changes"), cystitis ("bladder infection"), urinary tract disorder ("bladder or urinary problem or changes"), dysuria ("urinary problems "), urinary tract infection ("urinary infection"), fatigue ("fatigue"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy") and complication associated with device ("device complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (laparoscopic exploratory). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, vaginal haemorrhage, hormone level abnormal, bladder disorder, cystitis, urinary tract disorder, dysuria, urinary tract infection, fatigue, dyspareunia, allergy to metals and complication associated with device outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized after placement in right and left tube, the patient tolerated the procedure well. There was no perforation of the coils through the tubes that are sitting past the proximal ends of the cut tubes. Diagnostic results: (B)(6) 2010, hysterosalpingogram showed unilateral occlusion (left tube occluded hysterosalpingogram: essure devices appear satisfactorily positioned satisfactorily closure of the left fallopian tube the uterine cavity appears grossly normal. (B)(6) 2010: hysterosalpingogram: status post essure placement. Right fallopian tube remains patent. (B)(6) 2010 : hysterosalpingogram: bilteral essure fallopian tube devices are seen. Because of the aforementioned non-filling of the uterus, no filling of the fallopian tubes was visualized. (B)(6) 2015 final report- anatomic pathology diagnosis- a. Uterus, hysterectomy cervix: mild chronic cervicitis endometrium: scant benign basalis endometrium identified, no atypical hyperplasia or malignancy identified myometrium: adenomyosis serosa: no histopathologic diagnosis right and left fallopian tubes, bilateral salpingectomy: tubo-ovarian adhesions, left, benign paratubal cysts, right right and left ovaries. Bilateral oophorectomy: atrophic compatible with age! Bilateral, fibrous adhesions. Right b. Pelvic floor nodule, excision: hyalinlzed and calcified nodule with mild chronic inflammation. History: preoperative diagnosis: pelvic pain. Stress urinary incontinence. Gross description: "uterus, cervix. Both tubes and ovaries" is a uterus and cervix with attached bilateral adnexa. The corpus and cervix weigh 39 grams and measure 6.0 x 3.7 x 3.0 cm. The ectocervix is 2.5 x 2.0 cm, tan-purple and smooth with a 0.3 cm circular os. The endocervical canal has a length of 1.5 cm. The endocervical mucosa is tan-white with finely corrugated folds. The endometrial cavity is 2.8 x 0.7 cm. The endometrium is tan-pink with an average thickness of 0.1 cm throughout. The myometrium is tan pink and rubbery with an average thickness of 1.0 cm throughout. However, there are coiled, silver metal wires identified within both cornus. The left fallopian tube has a length of 2 cm and diameter of 0.4 cm, is tan-pink and fimbriated. Sectioning displays a pinpoint lumen. The left ovary is 2.6 x 1.2 x 0.9 cm. The right fallopian tube has a length of 1.2 cm and diameter of 0 .4 cm. The right ovary is 2.5 x 1.0 x 0 .8 cm, tan-yellow and cerebriform with focal adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).